Event description:
It was found that parts of 4 products have cracked at inner side of the grip parts when they were checked upon inspection of the returned loner kit from the hospitals. There were no reports from the hospitals on the issue. Therefore, there was no info how the cracks were occurred.

Manufacturer narrative:
Investigation in process but not yet complete.